Event description:
Pt reported obtaining a blood glucose result of 139 mg/dl, at 10:45 am, on the suspect device. Pt reportedly took normal oral diabetic medication and "vigorously cleaned" for the next 7 hrs,without stopping to eat. Pt stated that at 5:45 pm, she began feeling dizzy and lightheaded. Pt reportedly retested blood glucose and obtained a result of 109 mg/dl. Pt indicated that she went to the kitchen, to get food, and subsequently fell and hit her head. Pt reportedly phone a neighbor for assistance. Pt indicated that her neighbor treated her with 4 teaspoons of sugar, 6 ounces of orange juice, and food. At 7:00 pm, pt's blood glucose was reportedly retested, using the suspect device, with a result of 139 mg/dl. No additional treatment was received. Pt's current condition: "feeling fine". Qc testing was reportedly performed on the day of the event and the level 2 control solution fell outside of the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.